Manufacturer narrative:
Taper ii. Device evaluation summary: the device was returned for analysis, and confirmed the connector type as taper ii. Along with the access port, a piece of band tubing was returned, separated approximately 3.0 inches away from the taper tubing junction. Needle marks were noted on the port septum. A port leak test was performed, and no leakage was noted. A fill inspection test was performed, and when di water was injected into both the port septum, and the port tubing, no blockage was noted. Under microscopic analysis, the end of the port tubing, and one end of the band tubing were noted to have striated-edges, consistent with a surgical end cut and device removal activities. Under microscopic analysis, the opposite end of the band tubing was noted to have sharp-edges.

Manufacturer narrative:
Unknown taper. The reporter of the event was asked to return the product for analysis, and to indicate product serial number. To date, neither the device nor any further device information has been received by apollo. Without device or device serial, the taper type is unknown. If returned, visual examination may determine the connector type associated with this event. Device labeling addresses the reported event as follows: precautions: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have a "leak at the middle of the tube." The patient noticed a loss of restriction and weight regain. The port was removed and replaced.